Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages, add gel / replace belt messages, check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to the cable internally pulled, causing damage to j500 connector. The root cause for the damaged cable could not be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt, check therapy pad, and add gel messages.